Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flows the day before and overnight. Upon interrogation multiple pulsatility index (pi) events and pump stops were noted. The patient had a history of driveline repair. The driveline looked pristine. Alarms were noted on both ac and dc. Log files recorded motor stopped events on (B)(6) 2023 and (B)(6) 2023 while on both battery power and patient cable power. The patient had reported feeling odd with a bad stomach during the pump stopped events. The patient was currently hospitalized with their pump still running. They were up-listed for transplant.

Manufacturer narrative:
Previous driveline repair reported under manufacturer report number 2916596-2021-06665. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted log file confirmed motor stopped commands on 25jan2023 and 26jan2023 while the patient was on both batteries and the power module. During these events, low speed advisory, low speed hazard and low flow hazard alarms were triggered. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file are potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined through this evaluation. The patient currently remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), however, the patient was hospitalized and up-listed for a heart transplant. No product is available for investigation. The relevant sections of the device history records for (B)(6), driveline (dl) serial number (sn) (B)(6), and dl repair sn ((B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.